Event description:
New information received notes that the cause of loss of capture on patient's right ventricular (rv) channel of their implantable cardiac defibrillator (ICD) and rv lead was oversensing due to another implanted device. Programming changes were performed to address the issue. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2021-38906. It was reported that the patient presented with loss of capture on their right ventricular (rv) channel of implantable cardiac defibrillator (ICD) and rv lead. No information about intervention and patient status was reported.

Manufacturer narrative:
Additional information was requested but not yet received.